Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 6f sheath after an ivus (intravascular ultrasound) diagnostic procedure. Reportedly, during proglide knot tightening, the knot with tissue in it came out of the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was reportedly lost in transit and did not return. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.